Event description:
The home pt (hp) contacted a technical service representative (tsr) and reported visible smoke was being emitted during setup of the homechoice automated peritoneal dialysis (apd) cycler. The incident was reviewed over the phone, which revealed the hp had just primed the system and connected herself to the pt line of the homechoice set in anticipation of apd therapy. The hp was about to start therapy when she heard a "pop, pop" noise, at which time the cycler shut down. The hp saw smoke and noted a hot, electrical burning type smell. According to the hp, there was no fire being emitted from the cycler. The hp contacted a tsr for assistance and the tsr subsequently swapped the customer's device. The hp postponed peritoneal dialysis therapy until the arrival of the replacement cycler the following morning. There was no pt injury or medical intervention. The hp relates she has been using replaced cycler without difficulty.

Manufacturer narrative:
Evaluation summary: the device was returned to the baxter product analysis laboratory (pal) and evaluated. The reported difficulty was confirmed and duplicated during the pal evaluation. The device was received inoperative. The fuses within the device's power entry module were replaced and when power was applied, the device failed to turn on. Inspection of the fuses originally returned with the device revealed that one of them was blown. Inspection of the new fuses installed revealed one of them is blown. The device's cover was opened and an internal inspection performed on the device, which revealed the j4 plug on the accomp printed circuit board (pcb) was burned/melted. The j4 connector/ plug supplies ac voltage to the heater pan. An overheated/ melted j4 connector would cause the fuses within the power entry module to blow due to excessive current draw. As a result of this incident, the device will be sent to the service area where the accomp pcb and the heater pan will be scrapped. The device evaluation results were communicated to the hp.